Event description:
Nipple tip of a corial stem inserter broke off, presumable during insertion in a pt. When staff were gathering supplies following the surgery, it was noted that the tip was missing and presumably broke off. Unable to locate the tip, xrays completed with no visualization of the instrument tip. Estimation with comparison to another inserter is that the tip was approx 5mm. There is no known adverse effects to the pt related to this event.